Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: light keeps turning off and on this is the second unit that has done the failure identified in the investigation is consistent with the complaint record. The probable root: the unit was opened and the screws that hold internal plate where the jaw is located is loose. This results in the cable moving back and forth. The unit will then go to stand by mode as if the safe light cable is being removed.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.